Event description:
Patient had barricaid implanted on (B)(6) 2022 and was recovering normally. Surgeon reported some numbing and pain down the patients leg on (B)(6) 2022. Xray was ordered. CT was ordered and shared with intrinsic on (B)(6) 2022 which confirmed potential migration of the occlusion component barrier with possible reherniation. MRI has been ordered as well but intrinsic has not recieved these images as of (B)(6) 2022.

Manufacturer narrative:
The patient appears to have experienced a barrier migration into the spinal canal according to the images shared with intrinsic. Reherniation and mesh migration are both known risks to using the barricaid device. The device remains implanted, the patient is scheduled for more imaging and is being monitored by their surgeon.

Manufacturer narrative:
The patient appears to have experienced a barrier migration into the spial canal according to the images shared with intrinsic. Reherniation and mesh migration are both known risks to using the barricaid device. The device remains implanted, the patient is scheduled for more imaging and is being monitored by their surgeon. Follow-up 1: interviews with attending physician after the revision surgery revealed that the device migration was caused by a herniation at the implanted location. The removed portion of the device was sent to a 3rd party laboratory for analysis to determine if there were any structural failures of the mesh barrier (the results of this will be reported to FDA within the post approval study). At this time, it is believed the device functioned according to labeled usage and this hazard occurred within the IFU expected rates. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for trends.

Event description:
Patient had barricaid implanted on (B)(6) 2022 and was recovering normally. Surgeon reported some numbing and pain down the patients leg on (B)(6) 2022. Xray was ordered. CT was ordered and shared with intrinsic on (B)(6) 2022 which confirmed potential migration of the occlusion component barrier with possible reherniation. MRI has been ordered as well but intrinsic has not recieved these images as of (B)(6) 2022. Follow-up 1: surgeon updated intrinsic on (B)(6) 2023 that the mesh migration previously reported was removed during surgery on (B)(6) 2023 (B)(4). It was confirmed that there was a reherniation where the mesh had migrated outside the disc space. The mesh was removed but the titanium anchor was left implanted. The removed mesh was sent to a laboratory for analysis at the request of intrinsic therapeutics.